Event description:
The pt reported blood glucose results of "177 mg/dl" with the lifescan meter and "141 mg/dl" on a lab device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The pt also reported several other blood glucose results of "100 mg/dl" with the lifescan meter and "86 mg/dl" on a lab device; "78 mg/dl" with the lifescan meter and "69 mg/dl" on a lab device; "166 mg/dl" with the lifescan meter and "143 mg/dl" on a lab device; "120 mg/dl" with the lifescan meter and "95 mg/dl" on a lab device; "71 mg/dl" with the lifescan meter and "71 mg/dl" on a lab device; "103 mg/dl" with the lifescan meter and "88 mg/dl" on a lab device; "96 mg/dl" with the lifescan meter and "76 mg/dl" on a lab device, performed within 10 minutes of each other.